Event description:
It was reported that a system error 2240 (air in line/set) alarm occurred on the homechoice device during drain one of four of peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. During troubleshooting, it was noted that the heater line of the cassette became disconnected from the heater bag. The technical service representative assisted the patient with ending therapy and the patient indicated they would start therapy over with new supplies. No patient injury or medical intervention was reported as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. The cause of the alarm was due to a disconnection between a supply bag and cassette line. It was unknown was caused the disconnection. Should additional relevant information become available, a follow-up report will be submitted.